Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the power went out at the hospital due to a hurricane. The surgeon decided to convert to open surgery after the system encountered multiple power faults. The system logs showed an error 17 pointing to the endoscope controller (ec). During the fault, the power went out for the other equipment as well including insufflation and anesthesia. The last power fault before converting to open surgery occurred while the surgeon was cauterizing a vein. They performed a system restart to resolve the issue and then converted to open surgery. There was no harm to the patient. On 12/01/2022, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information: there were no injuries or post-surgical complications due to the conversion. The surgeon decided to convert to open surgery because they were manipulating a vein at a crucial point in the procedure, so they did not want the local power outage to further affect the procedure. The surgeon reported that there were no issues with the system.

Manufacturer narrative:
Based on the current information provided, the surgeon converted the procedure to open surgery due to power failure at the hospital. There was no allegation of a malfunction of a da vinci product causing or contributing to the injury. Based on the claim against the product by the customer noting multiple power faults, an investigation was completed to determine the cause of this reported event. The intuitive surgical, inc. (Isi) field service engineer (fse) confirmed that the issue was due to a power failure in the operating room caused by a local hurricane. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. No image or video clips for the reported event were submitted by the customer for review. A review of the site's system logs for the reported procedure date was conducted by an isi technical support engineer. Investigation revealed the following possible related system errors: 17. A review of the system logs confirmed a nephroureterectomy surgical procedure on (B)(6) 2022 via system sk0433. The probable root cause is attributed to a power failure at the hospital. This event is being reported due to the following conclusion: during a da vinci-assisted nephroureterectomy surgical procedure, the power went out at the hospital due to a hurricane. The surgeon made the decision to convert to open surgery after the system encountered multiple power faults related to the loss of power.